Event description:
It was reported that the device was explanted because it was at eri (elective replacement indicators) the day after implant. It was returned and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.